Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was 196 mg/dl. He stated that the insulin pump showed no signs of damage and had never been dropped or exposed to moisture. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not corroded or damaged. He stated that the display did return after inserting a new battery. Nothing further was reported.